Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 04.168.280s, lot: 62p8485, manufacturing site: grenchen, release to warehouse date: 27 july 2020, expiry date: 01. July 2030. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2020, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the fns. The surgery was completed successfully without any surgical delay. One (1) week after the surgery, the patient started the weight-bearing and gait training. On (B)(6), 2021, the patient reported pain and visited the hospital. On the same day, the surgeon confirmed that the cut-out occurred. On (B)(6) 2021, the patient was scheduled for the revision surgery removing the fns implants and replacing with the artificial bone head. The surgeon commented that the bone didn¿t unite due to bone necrosis. It is unknown if the revision surgery was completed. No further information is available. This report is for one (1) bolt for femoral neck system 80mm length-sterile. This is report 2 of 4 for (B)(4).